Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not receive image acquisitions from the medtronic imaging system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The parts were returned to the manufacturer for evaluation. The parts were returned unused and the analysis found that the there was no failure. A full system checkout was performed and the system is running as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the exams were not transferring to the navigation system. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.